Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that physician did not suspect device malfunction.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.